Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient to use the smart device's bluetooth settings to disable bluetooth, close all applications open in the background including g5 application, re-enable bluetooth, and relaunch g5 application, which was successful. No additional patient or event information is available.